Event description:
It was reported that a progav 2.0 shunt system (#fx352t) was implanted during a procedure performed in (B)(6) 2024. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to determine the opening pressure of the progav 2.0 a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow is used. The valve is tested in the horizontal position. The results show that the progav does not operate within the permissible tolerance in the horizontal position. An accelerated outflow of progav 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in progav 2.0. Results: according to the investigation results, a non-adjustability and an accelerated outflow on the progav 2.0 were detected. The visible deposits led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The investigation of the sprung reservoir showed no deviations. The reservoir was operating within its specifications. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained product was now sent to the manufacturer for investigation.